Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently not holding charge. The customer reported that a charge would inconsistently last 4-5 days or 2-3 days. Additionally, it was reported that the pump would unexpectedly shut down. Reportedly, when the customer would go to bed with the battery charged at 30%, the pump would shut down with no notifications. There was no known impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.